Event description:
The customer reported that they received false negative hcg results on two patients on the same instrument and lot compared to serum hcg testing. Time between tests was not provided. There is no report of injury due to this event.

Manufacturer narrative:
The customer no longer has reagent or patient samples for investigation. The customer returned their instrument for a workshop repair and evaluation. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. When examining the instrument, noted that the test table, calibration bar and printer cover were not in proper condition. On power up the table came out and a big chunk was missing from the table insert. Additionally, the calibration bar was covered in urine and cleaning solution. Per the hcg faqs, a soiled instrument calibration bar may give false positive results. Per the instrument manual, the customer is instructed to clean the test table and table insert weekly or more frequently, if necessary. The table, table insert and printer cover were replaced by the service engineer. Instrument operational.